Event description:
Report received from the USA stating that the device was "running hot." The event did not occur during surgery. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have met all manufacturing specifications. No problem was found. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).